Event description:
Cracked hub on the catheter. Was in for 1 week prior to oozing and leaking from the hub at the pt's home. Called the dr and they advised the pt to come in. Tried to flush the catheter, it sprayed fluid from the hub. A hairline crack was noted. Removed and replaced catheter.